Event description:
It was reported to covidien in 2009, that a customer had an issue with a needle. Customer reports a needle detached from the hub and stayed in the pt. Customer states they were able to pull the needle out with no issue.

Manufacturer narrative:
Submit date: 02/11/2009. An investigation is currently underway; upon completion, the results will be forwarded.